Event description:
The stylet used in advancing the PICC line broke into two pieces while inside the patient and became intravascular foreign bodies. Each piece required surgical intervention (cardiac catheterization) for removal. According to the customer the stylet was inserted into the PICC prior to insertion. The PICC was also shortened as part of the procedure. The position of the PICC was not verified by the navigator signal but by x-ray. Per xray it was found that one piece was in the heart while the other was in the liver. Both were successfully removed without incident.

Manufacturer narrative:
There was no report of patient injury. The actual sample has not been returned. Samples from the same lot were tested at greater than 17n which is greater than any force expected in the clinical setting. No manufacturing or design defect was identified in the investigation. The customer indicated that the stylet was not tested for signal integrity and there was no clear signal during the procedure. It was also reported that the PICC line was cut to shorten the length. All of these steps may have contributed to this failure mode.